Event description:
Major pump unit(s) involved: externalk control system failurespecific component(s) involved: external battery malfunction

Event description:
Major pump unit(s) involved: external control system failure. Additional text: patient removed batteries/ no power. Specific component(s) involved: external battery malfunction. Additional text: patient removed batteries, no power supply. Other component: causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system. Other cause: intervention(s): replacement of external battery. Other intervention : implant device type: lvad.